Manufacturer narrative:
The device was returned for evaluation. Visual examination identified that one blade had completely separated from its pad. The separated blade was returned with the device and was accounted for. The remaining blades were intact and remained fully bonded to the balloon material. Inspection further noted that the balloon was not in a folded configuration, indicating exposure to positive pressure. The balloon was filled with water to facilitate detailed examination of the blade attachment areas. No abnormalities were observed in the balloon material. No issues were identified with the device tip or marker bands. Visual and tactile examination of the shaft revealed no kinks, fractures, or other damage.

Event description:
It was reported that blade detachment occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein of the forearm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the blade detached from the device. The procedure was completed using the original device. There were no patient complications as a result of this event. It was further reported that the device was retrieved using a snare and was removed as is.

Event description:
It was reported that blade detachment occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein of the forearm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the blade detached from the device. The procedure was completed using the original device. There were no patient complications as a result of this event.